Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report from a healthcare professional from (B)(6) of peritonitis in a subject coincident with dianeal therapies for peritoneal dialysis (pd). It was not reported if pd therapy was ongoing. On (B)(6) 2012, the subject experienced peritonitis and was hospitalized for treatment the same day. Diagnostic and treatment information was not reported. The patient was recovering from this peritonitis event. (B)(4).

Manufacturer narrative:
(B)(4). Additional information was received from a healthcare professional: on (B)(6) 2012, the patient had onset of abdominal pain and cloudy effluent. The clinical manifestations and lab examination results suggest she had peritonitis and the patient was admitted to the ward on the same day. Remedial treatment began on (B)(6) 2012 and consisted of cephradine 250mg ip 4 times a day and ceftazidime 1000mg ip daily for the peritonitis which continued until (B)(6) 2012. On (B)(6) 2012, the patient was discharged. The patient recovered from this peritonitis event.